Manufacturer narrative:
(B) (4).

Event description:
Per the audiologist, the patient was experiencing poor performance and receiving little to no benefit from the device. The patient was evaluated by the physician who diagnosed an infection in the mastoid cavity of the implanted ear. The results of an integrity test (B) (6) 2010 indicate normal reviver stimulator function. The device was explanted (B) (6) 2010 and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device was lost in shipping, not available for analysis. (B)(4). Device not available for analysis.